Event description:
The MFR's rep reported that the distal end of the catheter is "free floating". The pt sustained a fall around 9/2005 and has experienced "new sacral pain", since the fall. 1/2006, fluoroscopy was performed and it was noted during that examination that the distal portion of the catheter "broke in the intrathecal space. The proximal end is in from the fascia to the pump. Distal end is free floating". "Date of removal has not been scheduled."